Event description:
"Delayed hypersensitivity reaction to bovine collagen." Treatment included oral antihistamines. This is the same event and the same pt reported under MDR ID # 2024601-2004-00121. This second MDR is being submitted for the second suspect product, also a device manufactured by inamed corporation. This separate distinct number is provided per the FDA's request for traceability purposes.